Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name: (B)(6) hospital.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) the display was not working during inspection. The was no patient involvement.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was not able to reproducible regarding the display. Fse checked the tests and logs related to the display, but found no abnormalities.